Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During patient use, the customer reported the fully charged autopulse li-ion battery (sn (B)(4) will not power on the autopulse platform. The status leds on the battery show 4 green lights. The battery is able to successfully charge in the multi-chemistry battery charger. No further information was provided. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number 09573 reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.